Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient had symptoms of not be able to control the heart. This would consider a sudden or gradual change in therapy or symptoms. Patient said he was implanted for heart. He was one of the first patients they did. It was stated that this device was very important and it straightened his heart. It was noted that the device was not working right yesterday. It did not control the heart like it usually does. Patient had to start taking nitro tablets for heart again. No further complication or events were reported.